Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope 0 degree was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The endoscope was tested on an in-house system and failed functional testing, as it was not recognized by the system due to poor engagement. Additional observations not reported by the site revealed damage to the cable-integrated connector and a dislodged component. The retaining ring was found to be dislodged during visual inspection. The root cause of camera instrument adapter ¿ dislodged is attributed to manufacturing, such as an improper assembly. Attached endoscope adapter (aea) was visually inspected, and it was missing retaining ring, assumption was that aea was loose, and this may changed position causing a position offset between aea gear/disk and carriage. However, aea was reinstalled and locked with a retaining ring and result was engagement is corrected. The probable root cause of customer reported issues is not determinable. This issue can be resolved by using an alternate endoscope to complete the procedure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope failed numerous attempts to engage with the arm. The customer reseated the drape, tried a new drape, reprocessed, and attempted to use a different robot, but each time the endoscope failed to engage. The procedure was completed with no reported injury.